Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low out of range rv impedances of less than 200 ohms. Boston scientific technical services (ts) reviewed the lead impedance history and discussed that the impedances had gradually decreased. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead was later surgically capped and abandoned. It was noted that all other lead measurements remained stable; however, subclavian 'stress' was suspected. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.